Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working. It was noted that alternate battery power sources still did not allow the handpiece to resume function. It was reported that surgery time was extended by five minutes. There was no patient harm and the procedure was completed with another device.